Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker had stripped therefore lead could not be tightened in the pacemaker header's atrial port. The pacemaker was not used, and a new pacemaker was implanted. The patient was stable throughout the procedure.